Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency medical services due to low blood glucose. The customer¿s blood glucose level was 60 mg/dl at the time of hospitalization. The customer¿s blood glucose level was 65 mg/dl at the time of incident. The customer treated low blood glucose value with food. Customer uses auto mode. Based on customer¿s report customer does not allege over delivery. The customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.